Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7016663.

Event description:
It was reported that the patient had inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned and remain implanted in the patients body. The patient was getting great coverage postoperatively.